Event description:
Information was received from a family member and a patient implanted with a neurostimulator. It was reported that the implanted neurostimulator (ins) was not working and the patient wanted it removed because it was not beneficial. It had not worked in over four years. She started complaining that the ins site was becoming painful five to six months prior to (B)(6) 2016. The patient's healthcare provider hadn't seen her since 2009.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.